Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 18-may-2024, it was reported that the metal needle cannot be removed from my body from the infusion site without ripping it off and putting on a new one. No further information available.